Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display, unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose reading was 228 mg/dl. The customer stated that his screen went blank and it made a constant beep. The customer stated that he removed the battery and put it back in and the screen was still blank. The customer stated that there was also an unexpected restart alarm. The customer stated that the alarm did not occur prior to the constant tone. The customer stated that a temporary basal was programmed before the unexpected restart alarm. The customer was advised that the temporary basal delivery may have stopped. The customer was advised to monitor the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, self-test, unexpected restart test and no delivery tests. No unexpected external ram crc error or unexpected restart error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump was monitored for 24 hours and no constant tone noted. The insulin pump had cracked case at the display window corner and minor scratched lcd window.